Event description:
It was reported that the procedure was to treat the right peritoneal trunk artery with moderate calcification. The 6x150 armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and inflation to nominal pressure was attempted; however, the balloon would not inflate at all. The device was removed and a new, same size armada 35 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the balloon inflated but was unable to maintain pressure due to fluid leaking at the proximal end of the sidearm. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon inflation issue was confirmed. Additionally a leak in the system was also noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the noted leak in the system or reported inflation issue. However, factors that can contribute to a leak in the system include, but are not limited to, manufacturing, interactions with accessory devices, catheter damage, or insufficient preparation prior to use. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. In this case, it is likely that the noted leak resulted in the reported inflation issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.